Event description:
Information received indicates the brake is not holding. The caster is locking but continues to swivel from side to side.

Manufacturer narrative:
The technician replaced the caster and caster support to repair the bed.